Event description:
It was reported by the rep that a harmonic scalpel was used during an unknown procedure and "had problems". This info was reported during a phone conversation with the director of materials management. Any other info will be given at a later date. There is no other info available at this time.